Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the issue, and the malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating an absence of adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and contact support if the issue reappears.